Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarx catheter was selected for use. During the initial freeze of the left superior pulmonary vein (lspv), the console displayed a blood detection error. Upon visual inspection outside the patient, blood was observed inside the balloon but not within the gas cable. Subsequently, the catheter was exchanged. The procedure concluded successfully without any complications to the patient.

Manufacturer narrative:
The polarx catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, catheter was visually inspected. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wires were found to be split. This wire split could lead to the wires contacting each other which would result in a false blood detection error. Therefore, laboratory analysis was unable to confirm the "visible blood" and "blood detection error" observations. However, through further analysis, the polarx device failed inner balloon fit pressure, inner balloon pressure, and inner balloon vacuum tests. The balloon was pressurized under water to observe where the leak occurred. A leak was found at the distal manifold and polarx shaft connection due to a failed adhesive bond.

Event description:
It was reported that a polarx catheter was selected for use. During the initial freeze of the left superior pulmonary vein (lspv), the console displayed a blood detection error. Upon visual inspection outside the patient, blood was observed inside the balloon but not within the gas cable. Subsequently, the catheter was exchanged. The procedure concluded successfully without any complications to the patient.